Manufacturer narrative:
The dentist reported that the mini implant failed to osseointegrate. The patient was reported to be in satisfactory condition with no reported injury. The device history record was reviewed form the provided lot number and no discrepancies were noted. The suspect device is available for investigation and further results will be available upon completion of the investigation. However, failure to osseointegrate is a well known inherent risk of the implant procedure.

Event description:
The dentist reported that the mini implant failed to osseointegrate after the clinical procedure. No serious injury was reported and the patient was in satisfactory condition. No additional infromation regarding the type of bone was provided upon request. An additional will be done to request further information.